Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address the reported event. The analyzer was still powered off and unplugged upon arrival. Fse observed all vents and fans on the exterior for signs of fire and there were none. Fse then removed the top of the analyzer and observed the mechanics of the analyzer and found no sign of fire. The customer informed fse of a distinct smell of burning plastic when the event happened and that smoke may have come out of the whole of the analyzer. Fse removed the right side lower panel and immediately smelled burnt plastic. The main and I/o board showed no sign of damage. Fse removed lower back panel, scent of burnt plastic became stronger. While inspecting the power sources, fse found a component of the 5v board looked melted, the 5v power source was removed and fse discovered visible burn marks and melting on the board. Likely source of fire identified as the dc 5v&24v power supply. The analyzer was reassembled for shipment back to tosoh instrument service center for further investigation. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(4). There were no other similar complaints found during the searched period.

Event description:
A customer reported the g8 analyzer was smoking. The customer visually observed white smoke coming from the cooling fan in back of the g8 analyzer and perceived burning smell. The customer turned off the analyzer and unplugged it from the wall. No injuries to the users or fire observed. The customer was instructed to leave analyzer off and unplugged from the power source. The analyzer is down. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
The g8 analyzer was returned to tosoh instrument service center for investigation. Functional testing was performed and the 5v/24v switching power supply board had no voltage output. The g8 exhibited thermal decomposition of device due to a component failure. Functional testing confirmed the reported burning smell from the analyzer was due to failure of the 5v/24v switching power supply board. The customer's g8 analyzer was replaced. The most probable cause of the reported event is due to failure of the 5v/24v switching power supply board.